Event description:
The customer stated that the meter keeps giving the same readings and that the slide is stiff making it difficult to present test strips. The customer also stated that there was a black dot on the display that covered a portion of the reading. Customer couldn't read the display, customer got sick and passed out. Customer woke up in the hosp. The customer did not indicate what their blood glucose levels were in the hosp. The customer was asked to return the meter for further eval and a replacement was provided.